Manufacturer narrative:
Approximate age of device: 5 years and 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient experienced two low flow advisories on (B)(6) 2019. The account noted that the patient previously received a driveline repair at an outside hospital. Upon log file analysis a speed drop was observed while on the mobile power unit. This type of event has been related to issues with the percutaneous lead, short to shield. Per the patient records, there was not enough original percutaneous lead length remaining to perform another repair. The patient was recommended to use a no ground cable. Per the account, the patient was discharged to home with a no ground cable.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported low speed and low flow alarms were confirmed via the log file data provided by the account. The submitted log file contained data spanning from (B)(6) 2019 at 01:50:39 to (B)(6) 2019 at 11:39:58, per the timestamp. Continuous low flow alarms were recorded on (B)(6) from 06:42:35 through 07:29:30 when the estimated flow was calculated to be below the threshold. Momentary low speed alarms recorded on (B)(6) at 07:24:06 and 07:24:25 while the system was supported with the mobile power unit (mpu). No other notable alarms were recorded in the log file. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed alarms cannot be conclusively determined through this evaluation. A specific cause for the change in pump parameters cannot be conclusively determined through this evaluation. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The patient remains ongoing on heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.